Event description:
It was reported that the patient underwent a revision due to a fractured tibial implant. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4: primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: unknown oxford femoral component, lot unknown. Unknown oxford bearing, lot unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.